Event description:
A doctor alleged that two (2) patients had experienced the loss of veneers after placement using the optibond xtr and nx3 dual cure clear products. This is the first of two (2) reports.

Manufacturer narrative:
The doctor placed veneers for the patient on teeth #22 through #26 on (B)(6) 2013. The patient returned on (B)(6) 2013 after three (3) of the veneers had delaminated. The doctor re-seated the restorations using the same products. The patient returned on (B)(6) 2013 after four (4) veneers from teeth #23 through #26 had delaminated. The doctor prepared the teeth for full crowns. The patient returned to the office and the full crowns were cemented using the same products, without further incident. To date, the patient is doing fine. The product involved in the alleged incident was not returned; therefore, a physical evaluation was performed on a retained sample, yielding results within specifications. In addition, no similar complaints were received with regard to this lot.